Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 62807uq09. Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. The customer confirmed that after an onsite intervention by a technician, no more false elevated results have occurred. Based on the investigation, no deficiency of the architect total bilirubin reagent lot number 62807uq09 was identified.

Event description:
The customer reported falsely elevated total bilirubin results generated on the architect c16000 analyzer on two patients that were not reported out of the laboratory. The following results were provided: sid (B)(6) = 4.72 mg/dl repeated on another architect = normal (no result provided). Sid (B)(6) = 9.38 mg/dl repeated on another architect = normal (no result provided). Normal range: 0.2 - 1.2 mg/dll; no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6) , (B)(6).

Event description:
The customer reported falsely elevated total bilirubin results generated on the architect c16000 analyzer on two patients that were not reported out of the laboratory. The following results were provided: sid (B)(6) = 4.72 mg/dl repeated on another architect = normal (no result provided) sid (B)(6) = 9.38 mg/dl repeated on another architect = normal (no result provided) normal range: 0.2 - 1.2 mg/dl no impact to patient management was reported.